Manufacturer narrative:
Primary UDI number - correction h2 type of follow up - correction h10 corrected data - correction

Event description:
Correction to primary UDI number

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed. The root cause was determined to be the app exceeding the limitation of the number of tasks allowed to run in the background. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).